Event description:
It was reported that during a coronary artery stenting procedure stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). The physician went in with a 3.5x16mm taxus liberte stent. The liberte stent became stuck in the ostium. When the physician pulled back on the stent catheter, due to calcium pulling it, the stent was stripped off slightly. About half of the stent came off balloon and the other half was still on the balloon. The physician deployed the stent where it was. Destination was a little further distal from where stent got stuck. After deploying the stent, the physician went in with another balloon and post dilated to 16atms and 22sec. The physician dilated beyond the stent distally, the segment that was heavily calcified. It was noted that the physician used a non bsc 6fr guide catheter and after encountered stent issue, a non bsc guide catheter 8fr ar1 with side holes was used. The procedure was completed with the device, there were no pt injuries or further complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therfore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.